Event description:
It was reported that the user experienced episodes of low and high glucose with low glucose recorded at 40 mg/dl and, per healthcare provider recommendation, performed a full reset and confirmed completion of the ilet startup process, after which troubleshooting and education were provided. Investigation of this case revealed no findings available, and the cause was not established due to insufficient information. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.